Event description:
It was reported by the sales rep the device was used during a laparoscopic nissen fundoplication. It was reported the lcs pad melted late in the case. It was a long case and the lcs was used a lot. The surgeon noted it wasn't cutting and was not aligned and after a closer look, saw that the pad was melting. The device worked well at the beginning of the case. None of the material fell into the pt. There was no consequence to the pt.